Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he did not receive a no delivery alarm but instead a check for occlusion message. Customer's blood glucose level was 359 mg/dl. The device was not returned.